Event description:
It was reported that the patient underwent an implantable neurostimulator replacement. The patient experienced progressive tremors and dyskinesia. The patient's neurostimulator exhibited impedances of >2000ohms. The symptoms began after the patient had received radiotherapy for a mammary carcinoma. No patient injury was reported and the patient's status was considered "ok".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.